Event description:
It was reported that no medication is flowing through the tubing.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the return sample consist in one (1) sample returned in unused conditions. Visual inspection: no damages nor other workmanship defects were detected in none of the joins of the product. Functional test: the sample received was connected to prime using a cadd pump legacy. Water could pass through without problem, no discrepancies was detected when the pump was put into operation, no alarm was activated; the failure mode is not confirmed. The cause of the reported problem could not be determined. There were no relevant findings detected in the DHR.